Event description:
Preforming an exploratory laparoscopy today, the insufflation tubing was not functioning properly. Upon further inspection the end that attaches to the trocar appears to block by plastic and it looks like it came the factory that way.